Event description:
A family member reported that the patient experienced a blood glucose (bg) of 450 mg/dl with "flu-like symptoms" and (B)(6). The family member changed the site and gave a correction and the bg and symptoms resolved. The family member reported multiple occlusion alarms starting the night before which continued overnight into the afternoon. The family member confirmed that there were no noted issues with the site or the infusion set when it was removed. The pump was not returned and there have been no further reported issues. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump could not be adequately investigated for this complaint because the pump would not power on. There was evidence of moisture damage observed upon evaluation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).